Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had trouble in issuing medication. A technical support specialist informed the user that the users were able to pull the medication that had already been approved by the pharmacy; however, the user would need to contact the pharmacy to obtain approval for the second medication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user requested a medication and it had been approved, but she still could not issue it. After checking myqlink, it was found that one of the medication requests she submitted had been approved, while the other still needed approval. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.